Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed and found error c-33 was confirmed during power-on testing. No visible issues were found, and the unit will be returned to the original equipment manufacturer for further analysis and possible repair. The probable root cause in this case can be attributed to the faulty erbe generator. This issue was resolved by replacing the erbe generator.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the grip pads, the foam headrest, air filter, circular mount connector and the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted ureteroplasty surgical procedure, a nurse called in between two procedure, to report an error c-33 appeared on the erbe integrated electrosurgical unit (iesu). The intuitive surgical, inc. (Isi) technical support engineer (tse) checked error logs and could verify the fault. The tse verified if the erbe generator was already restarted, which the customer confirmed several times. The customer also stated, while having this issue, the monopolar and the bipolar power both worked normally. The tse advised being cautious, as the problem might affect monopolar or bipolar energy, and recommended having a spare valleylab generator ready. The customer had a valleylab iesu but no forcetriad and no second da vinci system available. The procedure was completing as planned with no report of patient injury.